Event description:
It was reported that the interface was working intermittently when you moved the cable going into the box, there was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: it was reported that the interface was working intermittently when you moved the cable going into the box. During repair, an electrical fault was identified in the cable, as well as damage to the cable clips and front decal. The items were replaced, the unit was tested and passed all manufacturing specifications. Based on the repair outcome and the repair history, the 'most likely' cause of the event is anticipated use characteristics leading to the malfunctioning cable.